Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Review of device image showed sharp voltage drops due to frequent hv charges. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, premature battery depletion was noted. Device was explanted and replaced. Patient's condition was stable.